Manufacturer narrative:
(B)(4).

Event description:
Information was received from a hcp (healthcare professional) via (B)(4) regarding a patient receiving suspect medication baclofen (route not reported). On an unreported date, the patient experienced a baclofen overdose mimicking brain death/comatose (life threatening) and tonic-clonic seizure (medically significant) while receiving tinazidine, hydrocodone/acetaminophen, and gabapentin (co-suspect medications). Event date, diagnostics, actions/interventions, drug information including route, lot number, concentration, doses, and relevant medical history were not reported. Additional information has been requested, but was not available as of the date of this report.